Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue replaced the helium tank valve knob (B)(4) and then completed pm service. All safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the heliumtank valve knob was observed to be damaged. There was no patient involvement.